Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant procedure of patient's right ventricular (rv) lead pericardial effusion was noted. The effusion was confirmed through x-ray and fluoroscopy. Pericardiocentesis was performed. The patient was stable.

Manufacturer narrative:
Correction: b2 - life-threatening selected; b5 - corrected to include drop in blood pressure noted; h6 - refreshed for health effect clinical code and health effect impact code.

Event description:
It was reported that during the implant procedure that the patient's blood pressure dropped during right ventricular (rv) lead placement. It was noted under echocardiogram that there was pericardial effusion. Pericardiocentesis was performed. The patient was stable.